Manufacturer narrative:
Corrected data: the corrected data in follow-up no. 3 pertains to follow-up no. 2 and not initial MDR 9614546-2013-00051. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye which was re-centered in a secondary procedure on (B)(6) 2012. It was stated that the patient was experiencing symptoms of glare and near vision difficulties. No additional information was provided.

Manufacturer narrative:
Additional information was received for this report from the surgeon about the cases he reviewed. All of these cases have been in newton abbott. In three cases a rhexis didn¿t entirely capture the intraocular lens (iol) edge (around 40-60 degrees which is equal to ''1-2h''). The other cases didn¿t have any rhexis problem, nor other problem was noted. In one case the eye was extremely short and two other case very long eyes. Surgeon believes that the rhexis diameter must be shorter than 5.5mm and very well centered so if the edge of optic is not captured (even less than an hour), there will be risk for rotation. According to the surgeon the patient age is also important as the younger the patient the more risk for capsular fibrosis and more risk for rotation. The manufacturing record review for the 1vipr30 unfolder cartridge lot no. Cm01010 and lot number cj01841 were performed. The review of the documentation and testing presented in the manufacturing records were found within product specifications. No deviation or non-conformance (ncr) related to the designated complaint were generated. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(6). This device is not approved by the FDA; however, it is a same/similar device as model zcb00 - PMA p980040.

Manufacturer narrative:
Expiration date: 06/20/2014. Manufacture date: 07/20/2011. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
An abbott medical optics representative attended a recent surgery to observe the surgeon's implant technique in an attempt to identify a potential cause for his patient's requiring reposition of the lenses. The amo representative found following the site visit, that the event (lens implant requiring a secondary repositioning) was not related to anything the surgeon was doing. No further information was provided. Patient post operative visual acuity was 0.50 unaided. Post op was uneventful. Catalog #: zct4000075. Concomitant medical products and therapy dates: healon endocoat, model vt585u, lot number: unknown. Unfolder cartridge: model 1vipr30, lot number: cm01010. Unfolder cartridge, reusable, model 1vipr30, lot number: cj01841. Reason for non evaluation on the product to date, the intraocular lens remains implanted. The manufacturing records for the intraocular lens were reviewed. The device manufacturing records showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 07.5 diopter for this serial number. Review of the historical complaint data base revealed that no complaints from this lot number were received. The batch passed all acceptance criteria for all tests performed and was within all specifications. Relevant history: medications: correction from acetazolamide 250mg tablets to diamox 250mg. All pertinent information available to abbott medical optics has been submitted. Placeholder.